Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a lower extremity peripheral interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported anterior cuff miss was not confirmed. Inspection of the returned device revealed that the anterior cuff captured the needle but the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs. Posterior cuff miss would have resulted in a failure to retrieve the suture and could appear very similar to the reported anterior cuff miss. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.